Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. There was no excessive no delivery alarm noted. The unit had cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.